Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Unfortunately the sample was not received for investigation. A review of the manufacturing device history record for the referenced lot number could not be completed since lot number was not communicated. Still we can confirm that no ¿fluid leak¿ was documented during the manufacturing of any batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Based on the information provided; we concluded that the reported problem occurred because the end user did not properly perform the shut-down process of the flex advantage liner as defined in the IFU. When patient tube is disconnected from patient port, customer needs to securely cap all ports and consequently turn off the suction to prevent any reflux of fluid. Based on the investigation we have concluded the medi-vac flex advantage liners are free of defect and functional problems. The inappropriate shut down practice performed by the customer caused this reported concern.

Event description:
A staff member was disconnecting the liner when the liner exploded. The contents of the liner were sprayed over the face of the staff member who was wearing ppe.